Event description:
It was reported the customer received the following results on the guide meter, compared to a professional meter, within 10 minutes: 23 mg/dl and a result in the "30's" mg/dl (guide meter) and two results in the "90's" mg/dl (doctor's meter). No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.